Event description:
(B)(4). A copy of the report will be submitted with this report. This report is for one 14.0mm cannulated awl. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing, no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Placeholder.